Event description:
Edwards received notification that this valve model 3300tfx23mm implanted in the aortic position was explanted from a 58-y-o patient after an implant duration of four (4) years and three (3) months due to calcific degeneration leading to very hard and immobile leaflets and severe stenosis (gradient of almost 60 mm hg across the aortic valve). Per product evaluation findings, moderate host tissue overgrowth was also observed. The patient presented with recurrent falls and syncopal episodes. Moderate mitral regurgitation (mr). Significant elevation of the pulmonary artery pressure. An inspiris resilia valve size 23mm was implanted in replacement. The patient was discharged.

Manufacturer narrative:
Added information to section b5 (describe event or problem), b6 (relevant tests/laboratory data, including dates), b7 (additional text) and h6 (device code). Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (health effect - clinical code). H3: product evaluation: the device was returned for evaluation. Customer report of calcification, immobile leaflets and stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surface all three leaflets in the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 6mm tear near commissure 1. Calcification was evident at the tear. Multiple sutures remained attached to the sewing ring around leaflets 2 and 3. Sewing ring was cut between commissure 1 and 2 exposing the wireform on the inflow aspect.

Manufacturer narrative:
Corrected d1 (brand name) added information to section d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation), (h6) investigation findings and h6 (investigations conclusions). Updated section b4 (date of this report), g3 (date received by manufacturer). H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including dyslipidaemia. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx23mm implanted in the aortic position was explanted from a 58 years old patient after an implant duration of four (4) years and three (3) months due to calcification. An inspiris resilia valve was implanted in replacement with no reported complication for the patient who was noted as to be hospitalized in stable condition after the procedure.